Event description:
Note: this report pertains to one truetome jag 44 and one jagtome rx 44 used in the same patient and procedure. Procedure summary: it was reported to boston scientific corporation that a truetome jag 44 was used during a sphincterotomy procedure performed on (B)(6) 2025. Event summary: during the procedure, the cutting wire was cut during sphincterotomy. The same problem occurred with the jagtome rx 44. The procedure was completed with another of the same device. No further information has been obtained despite good faith efforts. Patient status: there were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.